Event description:
It was reported that the patient is experiencing bigeminy and is symptomatic when it occurs, which is most of the time. The premature ventricular contraction (pvcs) resembles those related to irritation, such as post ablation. It was also reported that the patient experienced a ventricular lead perforation during the initial implant of the implantable pulse generator (ipg) system. A pericardial effusion occurred and tamponade; needle aspiration was done and later a drain was put in. An echo was done, confirming no fluid in the patient. In order to suppress the patient's symptomatic ectopy the lower pacing rate was increased to 75bpm and sleep mode set at 60bpm. Both the device and ventricular lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.